Event description:
During arthroscopy, the physician noted metal fragments from the shaver in the knee space. The physician stopped and irrigated the surgical field. A new shaver was obtained and the procedure was completed.